Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in sales force which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station powered down intermittently. The field service engineer replaced retractor and replaced power supply to resolve the issue. The system functioned as intended after field service engineer investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station showing error came up on the screen alternate current problem and it caused the station shut down. The customer stated that this malfunction occurred when trying to issue a medication to a patient and there was a 10-minute delay in dispensing workflow. There were no adverse events or injuries reported based on this event.